Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has been unable to communicate with the charging system and programmer. In turn, the patient has lost stimulation. Troubleshooting has been unsuccessful. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg being unable to communicate with external devices and loss of stimulation were due to the device becoming inoperable in relation to improper maintenance of the device. In turn, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue. The patient's weight was also gathered via follow-up.